Event description:
Npb received info which suggests that a knightstar 330 stopped ventilating while in pt use. No pt harm. Biomed staff was unable to provide specific event details.

Manufacturer narrative:
Customer confirmed that device will not be returned; customer declines failure investigation and svc of the device.